Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual inspection revealed the blade is badly deformed due to unknown mechanical force. Therefore, it is not possible to use the guide wire as it catches onto the damaged tip of the blade. The mechanism is still in working order though. The protection-sleeve as well as the impactor are still in good working order. The investigation was not able to determine the exact cause, this complaint has been determined to be invalid. (B)(4).

Event description:
During a procedure for a thighbone trochanter part fracture it was not possible to remove the blade from the sleeve. The braid interfered in the nail. The doctor tried to remove it from the sleeve, but it did not work. The braid was removed with another tool and the operation was finished. This is 1 of 1 report for this complaint (B)(4).